Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient within the biliary duct performed the same day (patient age and weight unknown). According to the complainant, during the procedure, the physician had one wire down the working channel of the scope and tried to put a second wire down the same channel of the scope. The hydrophilic coating on the second wire sheared off, which resulted in a bare wire on the tip. The procedure was completed with the first wire with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the received device revealed that the pebax segment was partially peeled off, exposing the core wire 1.6 cm from the distal tip. This failure mode was attempted in the lab, however it could not be replicated. Due to the limited inner diameter of the working channel for two wires, resistance may have occur during manipulation and probably multiple attempts were made to remove the unit against resistance, resulting in partial detachment of the pebax segment. The most probable root cause has been attributed to another device that may have came into contact with the distal tip of the unit during the procedure. A DHR review was performed on the jagwire guidewire device. The DHR gave no indication of the reported complaint. The lot met all specifications relevant to the complaint upon lot release.